Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00342, 1627487-2024-00208. It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention to address the issue. During the procedure, it was noted that both of the patient's leads had migrated and one of the leads was fractured. In turn, the ipg and both leads were explanted.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.